Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient is experiencing severe pain at the ins pocket. The patient wondered if this could be related to receiving x-ray or going through metal detectors at the hospital. The pain occurred when the patient was at the hospital about a week and a half ago and is still ongoing to the point where it is affecting patient mobility. The patient stated they fell out of the bed and this may be a possible cause for ins site pain. Reviewed metal detectors or x-ray are not expected to cause prolonged pain at the ins site and recommended patient follow up with their physician to assess symptoms. Patent indicated they no longer have a managing physician so listings were provided during the call. Offered to assist patient with turning therapy off and patient declined stating they do not have batteries for the programmer. No further complications were reported/anticipated at this time.

Event description:
Additional information was received from the patient. The patient reported they had a hard time filling out paperwork so they wanted to call to give the answers to the questions on the letter they received. In response to the inquiry for if the patient's fall affected their implant, the patient reported that the fall they had from their bed did not affect their implant. The patient stated that they did not land on the implant at all, that they had fallen on their right side, not their left side. The patient reiterated the pain that they began experiencing after the x-ray and/or going through metal detectors at the hospital. The patient reported it hurt so badly that they couldn't walk. Patient services reviewed guidelines for going through security devices as well as considerations for getting an x-ray and the patient stated "that's what it was" and confirmed that they had put pressure on the implant site when they did the x-ray. In response to the inquiry for what steps would be taken to resolve the issue, the patient replied that they had an appointment on (B)(6) 2022 with dr to get the interstim "updated." The patient confirmed a surgery was scheduled for that day. The patient was going to cancel their MRI appointment coming up until they had their surgery and consult with dr. About getting a system that would allow for full body eligibility.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.